Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold a charge is confirmed. The sr8 was powered on at 100% battery life and when unplugged from the ac adapter the scanner shuts down. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the battery is not charging. Evaluation confirmed internal battery failure.